Event description:
The customer reported that the ventilator exhibited a vent inop error and alarmed. The customer reported that there was no pt involvement or reported pt harm. Vent inop, when in use, will stop providing ventilator support to the pt. The respironics services technician inspected the device and duplicated the customer reported problem. During evaluation, the unit restarted while in normal operation. The service technician replaced the power supply to correct the problem and the unit passed per operating specifications.